Event description:
It was reported that the customer received motor error and recurring no delivery alarms on the insulin pump. The customer's blood glucose was 324 mg/dl, which was treated with manual injection. The motor error alarm occurred during basal rate delivery. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated she was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer declined to troubleshoot for the no delivery alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).